Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and pump reset instructions were provided. Customer declined follow up from tandem technical support to ensure they successfully started a sensor session. There was no reported impact to the customer's blood glucose level.